Manufacturer narrative:
Light cable was in good working order during and after procedure. Hosp stated there was no device malfunction. Light source not returned because hosp said burn due to user error not product malfunction. All karl storz light cables come with care and maintenance instructions that include the warning statement: "never leave the endoscope connection of the cable laying on a drape with the light source turned on, as surgical drapes may be potentially flammable".